Event description:
It was reported that a percuflex ureteral stent was to be used in a ureteral stenting procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: device code a0401 captures the reportable event of stent shaft break. Blocks b5, e1, e2 and e3, have been updated based on the additional information provided on (B)(6) 2025.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex ureteral stent was to be used in a catheterization procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.